Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted.

Event description:
It was reported that a pt underwent a total pelvic floor repair and a sling procedure. The pt has been unable to void since surgery. The surgeon carried out post-operative video urodynamics revealing that the pt does generate a bladder contraction, but appears to have compression at the bladder neck. He hypothesizes that the distal edge of the anterior pelvic floor repair mesh has moved forward under the bladder neck causing the voiding difficulty. He does not believe the sling is the problem as the urethra remains mobile and he can pass a 24f dilator without resistance. The surgeon intends to return the pt to the or in 2007, to inclose the distal end of the anterior mesh under the bladder neck for approx two centimeters.